Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2021 . H3 evaluation: photo received for analysis. No product returned to date. Upon visual inspection of the picture, the device appears to be polymerized outside of the original packaging. However, no conclusion could be reached as the device was not returned for analysis. Product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? The rest of the packages were put aside. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? No injury. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and topical skin adhesive was used. When the applicator was crushed, there was a stick to the user. No reported patient consequences. Additional information has been requested.